Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, CAPA (no. CAPA-200735), is currently performing the root cause investigation regarding the falling off of the distal cover. At this time, the likely causes of the distal cover falling off the scope are as follows: 1. The cover was easily removed from the scope due to insufficient attachment to the scope. 2. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ ¿also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.¿ a correction to b5 has been made to provide information that was inadvertently not included on the initial medwatch. Also, new information added to d4 and h4. Olympus will continue to monitor field performance for this device.

Event description:
There were no anti-fog agents used during the procedure.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus that during a diagnostic endoscopic retrograde cholangiopancreatogram, the single use distal cover went missing. The scope was reinserted, and upon removing it, the surgeon noticed the cover was behind the patient's teeth. It was thought the cover had been caught on the patient's back molar, as there was a sharp edge to the tooth. There was an approximately 10 minute delay. It was stated that there were "nil" issues related to the event and the delay. Patient identifier (B)(6) is for the single use distal cover. Patient identifier (B)(6) is for the evis exera iii duodenovideoscope.